Event description:
Complainant alleged that the device was unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to the main board. Visual evaluation of the main board found damage consistent with user mishandling, due to the condition in which the device was received. Root cause analysis could not be performed. The device was repaired and returned to the customer. Analysis for reports of this type has not identified an increase in trend.